Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, rash and redness that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with soap and water. Photos of the reported skin reaction in the complaint record were reviewed. The image shows localized red rash on the abdomen with clustered raised bumps and mild skin dryness. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The skin reaction was treated with a prescription of oral antihistamine clatra (bilastine). There was no documentation of further medical intervention. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.